Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant procedures, he has been seeing inflammatory response in four of his patients. He reported that on the first postoperative day, patients have clear and quiet anterior chamber; at day 5 postoperatively, he needed to provide a steroid to clear up the inflammation. This report is for third patient.